Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As reported, ventricular lead perforation was suspected based on the reported patient symptoms (chest pain and phrenic nerve stimulation) and confirmed on (B)(6) 2023 by x-ray and cardiac infrasound. However, the provided files could not help for investigation and since no x-rays were available, it was not possible to confirm the suspected perforation on the basis of follow-up data / x-rays. A re-intervention was performed to replace the lead by another one on (B)(6) 2023. Cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature, which can be attributed to various factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. In this case, the reported issue seems to be related to the initial position of the lead. Correction in section h6 investigation type code selected in the initial MDR report was not the most appropriate one. It has been changed to 'analysis of information provided by user/third party'.

Event description:
Reportedly, a patient was implanted with a ventricular vega r58 lead and an alizea sr on (B)(6) 2023. The patient returned to emergency department on sunday (B)(6) 2023 with isolated chest pain and phrenic nerve pacing. A chest x-ray and a cardiac infrasound showed vega lead perforation into pericardial space. A reintervention occurred on (B)(6) 2023 to explant the vega lead and replaced by a non-microport one. The lead was discarded.

Event description:
Reportedly, a patient was implanted with a ventricular vega r58 lead and an alizea sr on (B)(6) 2023. The patient returned to emergency department on sunday(B)(6) 2023 with isolated chest pain and phrenic nerve pacing. A chest x-ray and a cardiac infrasound showed vega lead perforation into pericardial space. A reintervention occurred on (b)(3) 2023 to explant the vega lead and replaced by a non-microport one. The lead was discarded.